Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-oct-2017 from a healthcare professional who reported that the cause of the volume discrepancies was undetermined at the present time. The patient was scheduled for pump removal on (B)(6) 2017 but they hoped to move it up. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that there had been volume discrepancies at the pump refills that began about a year ago. Per the reporter, they withdrew way more than expected. The patient was scheduled for a pump replacement last week however he received a call from the healthcare professional¿s office that they had to reschedule. The patient did not mention any symptoms related to the event. No further patient complications have been reported as a result of this event.